Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.  Impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Abiomed received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), a 58- year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was noted that worsening of cardiogenic shock and worsening of renal failure occurred with a possible relationship to the impella 5.5 used on this patient. Patient was hospitalised to address the issue.

Event description:
It was noted that worsening of cardiogenic shock and worsening of renal failure occurred with a possible relationship to the impella 5.5 used on this patient. The patient wanted do not resuscitate/do not intubate (dnr/dni) and comfort care. Care was withdrawn and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation vf/vt/af/at and renal failure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-10322. H6 health effect - impact code 1802 death.